Event description:
It was reported that during the procedure in the right coronary artery, the 2.25 x 12 mm xience nano was advanced into the anatomy through a 5 french non-abbott guide catheter. Some resistance was felt and the xience nano became stuck in the guide catheter. The xience nano was pulled out of the guide catheter and the stent was noted to be bent. The device was not used. A 2.25 x 15 mm xience nano was then used to complete the stenting procedure. There was no reported clinically significant delay and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - incorrect removal. The device was returned for evaluation. Stent damage was confirmed. The resistance during advancement and withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.